Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the procedure that was to be completed at the time of the event was aborted and completed after transferring the patient to another system. No patient or user harm or injury was reported to philips. No onsite inspection or repair of the device by philips was performed as the customer did not accept onsite inspection. As a result, the reported malfunction could not be confirmed. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.